Manufacturer narrative:
Product code was submitted incorrectly as hps-hb01. The product code should be hps-hb11.

Manufacturer narrative:
To date, the reported devices have not been returned to conmed for evaluation. This complaint is unable to be verified. Should the devices be returned, a supplemental report will be filed providing the evaluation results. A review of the manufacturing documents has verified the devices were produced per current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture that would contribute to this issue. There are no prior complaints against this lot of 82 devices. A two-year historical complaint review revealed 17 similar events have been reported for this product family. In that same timeframe, (B)(4) devices have been manufactured and shipped worldwide. A risk analysis was performed and this incident risk is deemed acceptable. To prevent this potential failure and reduce the risk of patient injury, the instruction for use provide the following information. After use blades, burs and tubing sets may be a potential biohazard and should be handled and disposed in accordance with acceptable medical practice and applicable local and national requirements. Do not use burs for plunge cutting. Injury or damage may occur. Disposable blades and burs are supplied sterile and are for single use only. Always inspect for bent, dull or damaged blades or burs before each use. Do not attempt to straighten or sharpen. Do not use if damaged. Direct contact of the rotating cutting edge of shaver blades and burs with metallic surfaces and/or other hard surfaces such as arthroscopes, cannulas, or other instruments can cause damage to the devices. If contact does occur, shaver blades can break, seize, or shed metal particles. Shaver blade or bur should be examined for damage and replaced if necessary. Do not apply excessive loading on the shaver blade or bur. Cutting performance is not increased with force. Excessive force or using shaver blades or burs as a lever can cause damage to the device including permanent deformation, shedding of metal (wear), motor seizure, and overheating. This incident type will continue to be monitored through the complaint system to assure patient safety.

Event description:
A conmed representative reported on behalf of a user facility that 3 hps-hb11 burs broke during a trial and 2 broke after. As reported, this caused a 5 minute surgical delay. To date, additional information about this trial event, surgical technique and device locations have not been made available. This report is raised on the basis of a reported device malfunction with potential for injury with recurrence.